Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the housing was damaged, motor was blocked and bearing and seal were worn out on the compact air drive device. It was further determined that the following assessments failed at pretest: general condition, check reverse locking mechanism, check for air leak, check function of soft mode switch (safety system), check triggers for fwd I rev mode, check for untrue running, check for excessive noise, check the power with test bench: min. 110 to 160 w and check starting behavior. This event did not occur during surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.